Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6, h10. An event of a stroke was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stroke may have been procedure related.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, a stroke occurred. When cardioverting the patient into sinus rhythm, the patient experienced aphasia, eye reaction issues, and lack of movement in the left hand and leg. A CT scan was conducted but identified no contributing anomalies. The patient was intubated to increase oxygenation and is in stable condition. The patient's act was 320 and their inr was within therapeutic range. The physician suspected the event was a hemodynamic stroke caused by a fast atrial tachycardia. There were no performance issues with any abbott device.